Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive missing and cut probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during reprocessing, a failed leak test on the evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the customer returned device, the probe unit leaked due to a cut, and the adhesive on the forceps cover at the distal end was missing. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed that the unit failed a leak test due to a cut on the probe unit. There were 13 broken elements observed from the ultrasonic image, the control knobs are loose and flex back. A non-olympus light guide tube was noted. The device was serviced and returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.